Event description:
It was reported that this right ventricular (rv) lead recorded high out of range shock impedance measurements. Technical services (ts) reviewed the data and noted a gradual increase trend of approximately 125 ohms. Ts recommended lead replacement may be considered if impedance reaches 150 ohms. No adverse patient effects were reported. This rv lead remains in service.

Manufacturer narrative:
Follow up report 1 (device evaluation): this product has not been returned to boston scientific and physical analysis could not be conducted. Investigation of the available information/data determined that the observed gradual rise in lvsi measurements was likely associated with calcification, as there was no conclusive evidence of compromised physical or electrical integrity of the lead. This condition may develop over time and can be reflected in a gradual and sustained increase in shock impedance measurements. Boston scientific issued a field safety notice to physicians in july 2025 regarding the potential for reliance defibrillation leads with expanded polytetrafluoroethylene (eptfe) coating to exhibit a pattern of gradually increasing lvsi measurements due to calcification, which may result in elevated high voltage shock impedance (hvsi) measurements and reduced shock efficacy.

Event description:
It was reported that this right ventricular (rv) lead recorded high out of range shock impedance measurements. Technical services (ts) reviewed the data and noted a gradual increase trend of approximately 125 ohms. Ts recommended lead replacement may be considered if impedance reaches 150 ohms. No adverse patient effects were reported. This rv lead remains in service.